Event description:
Per the clinic, the patient was struck by an automobile sustaining a blow to her head. She reported pain around the implant site and was advised to temporarily discontinue using the device until a more thorough evaluation can be conducted. The implanted device remains.

Manufacturer narrative:
(B) (4): implanted device remains.